Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has intermittent difficulty charging the pump with multiple cables. In addition, the customer stated the touchscreen screen blanks out sometimes. The customer's blood glucose level was 180 (mg/dl). At the time of the report, the pump was confirmed to be charging and the touchscreen was performing as intended.